Event description:
A user facility reported that during use the connector came out of the airway tube. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.